Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed out the site, tubing and cartridge. Customer reported that the cartridge was filled with refrigerated insulin. Blood glucose level was not impacted.